Event description:
On (B)(6) 2011 olympus biotech pvg received a report via quintiles that a pt (demographics unk) who received osigraft as part of an unidentified lumbar spine procedure developed an infection. The physician reported that there was a "lot of blood accumulation' and that 'blood was oozing out of the wound'. The pt reportedly requires another surgery due to the infection, though the type of surgery required was not specified. The physician also stated that he believed the causative agent for infection was the osigraft. No additional information was provided with the initial report.